Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved-tip stapler 30 instrument involved with this complaint and completed the device evaluation. Failure analysis instrument confirmed but did not replicate the customer reported complaint. The instrument was found to have a shifting failure based on remotefe log review found error 22030, indicating that the failure occurred when shifting to clamp from roll. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the curved-tip stapler 30 would not fire. The customer used a spare stapler and proceeded with the case. The procedure was completed with no reported injury.